Manufacturer narrative:
Additional information was received on 09oct2019 indicating that the incident occurred in may2019 for a craniotomy/tumor procedure on a female patient (year of birth: 1956). The device was not in contact with the patient but the patient was already under anesthesia. There was no patient injury. The event lead to an increase in surgery time, which did not harm the patient.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Evaluation was unable to conclusively verify customer information as valid. No failure found. The device history record review showed no abnormalities related to reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The complaint was unconfirmed. The root cause was unknown. The most probable root causes outlined in the risk management file: worn/degraded device (wear and tear), incorrectly assembled device, device out of specification / calibration, improperly tested/inspected device, improper technique used during procedure, inadequately maintained device used for procedure, off-label use of device during procedure (user error), device used with incorrect/unauthorized devices/accessories for procedure, improper maintenance.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2019-00207.

Event description:
This is 2 of 2 reports. A distributor reported on behalf of the customer that there was a problem with the a3059 mayfield composite series skull clamp. When the unit was mounted for use, the screws (pins) were not holding the patients head. The customer reported that they had several cases in which the patients head fell out of the mayfield unit. No patient was injured. The event did not lead to an increase in surgery time.